Event description:
(B)(4). Very heavy bleeding post procedure when periods were never heavy prior. Periods getting longer and heavier with clotting the longer device has been in my body. Periods occurring every 2.5 weeks. Back pain, soreness, abdominal soreness and sharp pain in left side and shooting down left leg. Hip soreness and pain. Abdominal bloating "looking pregnant". Nausea, fatigue. Very intense pain and soreness following intercourse. No medics issues prior to implants.